Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens. During insertion, the lens partially expelled from the injector requiring incision enlargement. The lens was removed and replaced with a second li61aor iol and the patient's prognosis is excellent. Reference MDR # 111979-2010-00024.

Manufacturer narrative:
The lens injector was returned to b&l and subjected to visual examination which revealed that the tip of the injector was bent. (B)(4).